Manufacturer narrative:
Refers to the main device, the other relevant component includes: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type catheter. Analysis was completed on (B)(6) 2017. Interrogation of the device revealed that the pump had been programmed to deliver 9.0 mg/ml of normal saline at 0.0539 mg/day in minimum rate infusion mode. Analysis of implantable pump serial number (B)(4) revealed that the device had reached the elective replacement indicator (eri) and end of service (eos) due to time progression, as expected. The returned pump passed all testing in the laboratory. Analysis of implantable catheter serial number (B)(4) revealed an indent in the cup of the sutureless connector (sc). Leaking was identified from the cup of the sc connector during pressure leak testing in the laboratory. Eval code-conclusion is only applicable for the catheter. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event.

Event description:
Information was received from a coroner's office regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump. The indication for use was non-malignant pain and failed back surgery syndrome-other. The pump and catheter were returned to the manufacturer on (B)(6) 2017. The indicated reason for the device return/report was provided as patient death and storage/archive. The date of death was provided as (B)(6) 2017, and the explant date or date out of service was provided as (B)(6) 2017. The cause of death was provided as hypertensive cardiovascular disease, and it was indicated the pump had not been used for a "long period of time." There were no performance issues with the pump. The patient's weight was unknown. In response to the question, "patient pacing dependent," "no" was indicated. It was unknown who the patient's managing physician was.